Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro bisector tip broke off while in the harvest cannula. The tip was removed from the harvest cannula and a new device was opened to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/11/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on the heater wire. The heater wire was slightly flexed away closest to the base of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be peeled back away at the base of the hot jaw, exposing the metal portion of the hot jaw. No other visual defects were observed. Based on the returned condition of the device, and the results of the investigation, the reported failure "peeled jaw" was confirmed, as well as for the analyzed failure "material twisted/ bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro bisector tip broke off while in the harvest cannula. The tip was removed from the harvest cannula and a new device was opened to complete the procedure. No harm to the patient.

Manufacturer narrative:
Corrected sections: b1-changed to adverse event & product problem. B2-changed to required intervention. H1-changed to serious injury. Updated sections: g4,g7,h2,h10. Trackwise # (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro bisector tip broke off while in the harvest cannula. The tip was removed from the harvest cannula and a new device was opened to complete the procedure. No harm to the patient.